Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implantable neurostimulator (ins) and the issue began about a month ago. Patient stated the recharger was getting very hot to the touch when charging the implant and patient had to reset the controller. Patient was not able to connect to the implant. Patient mentioned they had their recharger for about 10 years. During the call patient denied visible damages in the controller charging port and recharger. Patient reset the controller. Patient plugged the recharger and got no device found. Patient got 0/0/0 on passive recharge. Patient services (pss) advised patient to adjust the paddle and still got 0/0/0. Agent asked patient to put the paddle away from the implant and the recharger was hot. Agent advised patient to unplug the recharger. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.